Event description:
An altitude alarm was reported on the customer's pump, which led to a temporary suspension of insulin delivery, but did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised by technical support to remove obstructions from the speaker holes and clean them, followed by reconnecting the pump's cartridge and waiting for insulin delivery to resume. After following these steps, normal operation of the pump was restored, and tips were provided to the customer to prevent future altitude alarms.